Event description:
(B)(4). Elevated wbc and crp due to inflammation. Uterus is abnormally large due to essure which now requires a hysterectomy . This is all on top of horrible abd pain, headaches and numbness.